Event description:
It was reported that the pt had not responded nearly as well to the intrathecal baclofen therapy, as she had last year. An x-ray was done and revealed a kink/occlusion in the pt's catheter at the lumbar site. A catheter revision was done and the catheter was replaced. The pt was scheduled for a refill and post-operative check-up in (B) (6) 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).